Event description:
Procedure: lung volume reduction. According to the reporter: the second sulu did not fire completely. Surgery continued with another device. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B) (4).